Manufacturer narrative:
Continuation of d10: product ID: 8703w lot# serial#: (B)(6); implanted: on (B)(6) 1999; explanted: on (B)(6) 2023; product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8703w, serial/lot #: (B)(6), ubd: 19-apr-2001, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient receiving unknown morphine (5mg/ml at 0.24mg/day) and clonidine (150mcg/ml at 7.2mcg/day) via an implantable pump. The indications for use were unknown. It was reported that the patient was recently seen as a new patient at the pain clinic after relocating. As part of the new patient evaluation, a catheter access port study was performed, which demonstrated that the catheter was non-patent. Environmental, external, or patient factors that may have led or contributed to the issue included the catheter being an old catheter with a history of previous revision. Recent x-rays performed showed that the tip of the intrathecal catheter was located at t9. The patient was taken to the operating room on (B)(6) 2023 for a planned catheter revision / replacement. The patient was placed in a lateral position and the physician opened up the existing pump pocket and dissected down to the existing pump and proximal pump segment. The pump was removed from the pocket and placed on the sterile table. The proximal pump segment was removed and discarded. The physician then opened up the lumbar midline incision and dissected down to the existing spinal segment, which was then removed. The physician was given a new ca theter, which was easily placed at the t10 level. The new catheter was tunneled to the existing pump pocket and connected to the existing pump. A final catheter aspiration was done to the catheter access port with positive return of cerebrospinal fluid. The incisions were then irrigated and closed. The issue was resolved at the time of the report. It was noted that the hcp had no further information. The patient status at the time of the report was alive with no injury.